Manufacturer narrative:
(B)(6). The actual device was available for evaluation. Reliability engineering evaluated the device and observed that the fuses were not functioning and defective. It was determined that an external short circuit or measuring the current of the battery could cause a high current flow through the fuses, forcing them to blow. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. However, user error, abuse, misuse, or product design and/or material selection could not be ruled out as contributing factors. The issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that when the battery pack was installed in the small battery drive device, it did not work. However, when another similar battery pack was inserted in the device, it worked as expected. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.